Event description:
It was reported that the distributor was at a customer site hospital and was using the ventilator as a demo unit. The ventilator passed device check prior to connecting to the patient. They placed the ventilator on the patient and on the second day of use, it began alarming low fio2. The patient desaturated and the user increased the fio2 to 100% with no improvement in patient saturation. The patient was placed on another ventilator. There was no reported harm or serious injury to patient due to low saturations. The reporting hospital will not share any additional patient information. A device check was later performed, and the air/o2 valve test failed.